Manufacturer narrative:
Device received but analysis has not yet begun.

Event description:
A healthcare provider reported via a manufacturing representative the patient experienced an overheating shocking sensation. The device was interrogated and later the system was explanted. The event had resolved at the time of the report.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found that the ins passed functional testing including test for heating of the ins and monitoring the output for 49 hours at body temperature. No anomalies were observed. Analysis of the lead (serial # (B)(4)) found that the stim lead body was cut through. Analysis of the lead (serial # (B)(4)) found that there was a hole worn through the outer insulation exposing the conductor 4.0 cm from the distal end. (B)(4). Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.